Manufacturer narrative:
Reference record: (B)(4). Although there is no direct causality to the device, this is reported as there is an event, apparent causality to the procedure and an intervention. Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed which is the us list number. A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. A return sample evaluation was not performed because tubing was not available. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, a patient in (B)(6) underwent percutaneous endoscopic gastrostomy (peg) tube placement. On the same day, the patient developed therapy-resistant aspiration pneumonia. On (B)(6) 2015 patient died due to therapy resistant aspiration pneumonia.